Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the safety shield on the 511sd trocar would not engage. The blade was exposed and the shield would not spring back (the blade remained exposed). There was no consequence to the pt.